Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error message 172 occurred from the laser system. Per the customer, the procedure was cancelled. No pt injury was reported.